Event description:
It was reported that the procedure was to treat a circumflex lesion with moderate tortuosity. During use with the balance middleweight elite guide wire, it was observed that the guide wire had a distal marker; however, the part number referenced a guide wire without markers. The guide wire was used to complete the procedure, and there were no adverse patient effects. It was noted that the additional 4 guide wires in the box were properly labeled. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire noted blood and contrast on the coils and core which is consistent with the guide wire being used in the patient as reported. There was a bend in the tip, 6 mm proximal to the tip ball. The tip coils were stretched from the center solder for a length of 1 mm. The intermediate coils were stretched from the proximal solder for a length of 1 mm. These noted damages were not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis as no damage was reported during inspection prior to use. There was no distal marker observed as reported. The tip was tugged on to confirm that the core was intact. In this case, a conclusive cause could not be determined for the reported mislabeling as there was no distal marker observed as reported. The analysis of the returned device did not indicate any evidence of a product quality deficiency. A review of the lot history record for the reported lot revealed no associated nonconforming material records (ncmr), indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents reported for mislabeling for this part and lot combination. Manufacturing performs 100% visual inspection of the guide wire prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). In this case, scanning electron microscopy and energy dispersive spectrometry confirmed that the guide wire was without markers, as indicated on the label.